Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing which was resulting in false mode switches. The patient was scheduled for a device check and reprogramming as they were not having any symptoms at the time. The leads remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was later brought in as scheduled and reprogramming was completed.